Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was missing. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2020. The patient stated the results of the CT scan revealed two pieces of the sensor wires remained in the skin. It was not confirmed whether patient was going to proceed with surgical removal. The allegation was confirmed based on the confirmed retained sensor wire from a CT scan. The probable cause could not be determined. No further patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. B6: relevant tests/laboratory data, including dates - additional. H2: additional information. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.h6: method code - additional. Related complaint record (B)(4).

Event description:
Subsequent to the follow up report, additional information was received on (B)(6)2020 . The patient stated the CT scan confirmed two sensor wires were retained in the patient¿s skin. The patient was unaware of the second retained wire, when it detached, or when the sensor was inserted. The patient denied any pain or discomfort at the site and has declined surgical removal at this time. The allegation was confirmed based on the CT scan confirming a retained sensor wire; however, the patient declined surgical removal of the sensor wire. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred the sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020 the patient stated they suspected the sensor detached and remained in the skin. The patient was evaluated by a healthcare personnel (hcp) who ordered an x-ray which confirmed a retained sensor wire. The patient consulted with a surgeon who ordered a computed tomography (CT) scan to determine the depth of the sensor in the insertion site. The CT was scheduled for the afternoon of (B)(6) 2020. The patient stated they are uncertain if they will choose to have the sensor wire removed surgically. Initially, the insertion site was sore and tender but after approximately 10 days the discomfort subsided. At the time or report, there was no report of swelling, redness, inflammation, or tenderness at the insertion site. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.